Manufacturer narrative:
Device not returned.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. The right ventricular lead exhibited greater than upper limit hv lead impedance. The physician decided to continue monitoring the patient remotely. The patient remained asymptomatic.